Manufacturer narrative:
Initial reporter name and occupation were not available on the date of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the user logged in to the software the system displayed "an internal error has occurred and the application must restart. (Code:#64)". This occurred right after it was turned on first thing in the morning and logged in. No patient present. The system was not connected to the network or anything. Restarting resolved the issue and the site than used it for cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there was insufficient information to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.